Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch verioflex meter was displaying an error 4 message. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged error message began to appear on the (B)(6) 2018 at 9 pm. The patient stated he manages his diabetes with insulin (no adjustments) and denied making any changes to his usual diabetes management regimen in response to the alleged issue. The patient informed the csr that on (B)(6) 2018 at 6 am, he developed symptoms of ¿shaking real bad¿. The patient stated that he self-treated the symptoms at 9am by eating a cookie, in order to bring his sugar level up. At the time of troubleshooting, the csr confirmed the subject meter was not being used for the first time, that the correct testing process was being followed and that the patient¿s test strips had been stored correctly and were not passed their discard or expiry date the csr walked the patient through a retest and the alleged issue was resolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms that may have been a serious injury adverse event, while using the product, and the alleged meter issue could not be ruled out as a cause or contributor to the event.